Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator had a misalignment in the touch position. There was no patient involvement when the issue occurred. No patient or user harm reported. The device was serviced, and the se reported that the misalignment of the touch position on the touchscreen was confirmed. The se replaced the touchscreen to resolve the issue.

Manufacturer narrative:
E1: reporting institution name: (B)(6).